Event description:
Device malfunction: failure to deploy. Time of malfunction: during closure procedure. Symptoms/ae: none. It was reported that a physician, trained in the use of the starclose device, attempted common femoral arteriotomy closure after an unspecified procedure. The device did not deploy. The vessel locator button released prematurely, prior to the third click, a vessel access was lost. Hemostasis was achieved with manual compression. There was no patient adverse sequelae. Through requested, no additional information was available.

Manufacturer narrative:
The device was received but investigation is not completed.